Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years post implant of a 23 mm sapien 3 ultra valve in the pulmonic position, the patient presented to the cath lab with tricuspid and pulmonary regurgitation. Under intracardiac echocardiogram (ice), one sapien leaflet was not moving which was thought to be due to under expansion as the measurements were around 20x20 mm on angio. The team decided to balloon the valve with a 24mm atlas balloon to expand the original valve which got it to around 23x 23mm but (pulmonary insufficiency) pi was still seen on the angio. The team then proceeded with a new 23mm sapien 3 ultra with a post measurement around 23x23mm and no pi.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u IFU was reviewed. Potential adverse events include 'paravalvular or transvalvular leak' and 'valve regurgitation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for leaflet motion restricted-in patient and central regurgitation were unable to be confirmed due to unavailability of relevant imagery and/or medical record. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. It should be noted that the thv was implanted in pulmonic position, which is not an indicated use at the time of original implantation. Therefore, this was off-label operation. As reported, '2 years, 11 months, and 3 days post implant of a 23 mm sapien 3 ultra valve in the pulmonic position, the 23 mm sapien 3 ultra valve presented to the cath lab with tricuspid and pulmonary regurgitation. Under ice, one sapien leaflet was not moving which was thought to be due to under expansion as the measurements were around 20x20 mm on angio'. In this case, the incident valve was under expanded, which could constraint the leaflets expansion with leaflets motion restricted, resulting in central regurgitation. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a follow up response. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years post implant of a 23 mm sapien 3 ultra valve in the pulmonic position, the patient presented to the cath lab with tricuspid and central pulmonary regurgitation. Under intracardiac echocardiogram (ice), one sapien leaflet was not moving which was thought to be due to under expansion as the measurements were around 20x20 mm on angio. The team decided to balloon the valve with a 24mm atlas balloon to expand the original valve which got it to around 23x 23mm but (pulmonary insufficiency) pi was still seen on the angio. The team then proceeded with a new 23mm sapien 3 ultra with a post measurement around 23x23mm and no pi.